Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a remote monitoring alert for high out of range shock impedances. The patient was brought in to the clinic for testing. A chest x-ray was obtained that did not identify any lead abnormalities. A commanded shock was then performed and the returned shock impedance value was lower than the previously measured values. The physician has elected to continue monitoring the system. This ICD remains in service. No additional adverse patient effects were reported.